Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided by the complainant, which confirmed the complainant's experience of a fractured cannula shaft and tip. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: thoracic. Event description: robotic thoracic case started at 7:30am. When it came time to use the stapler towards the end of the case, the robot trocar was pulled out, 12x100mm applied trocar was placed so that a stapler could be used. The trocar was placed between the ribs. While manuevering the stapler, [], the assist, felt something was odd. The assist pulled out the stapler to find the top half of the trocar had snapped off. The bottom half, along with a small shard of the trocar plastic had to be removed from the thoracic region. This event happened around 1:30pm. All pieces were retrieved and kept by staff. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: thoracic. Robotic thoracic case started at 7:30 am. When it came time to use the stapler towards the end of the case, the robot trocar was pulled out, 12 x 100 mm applied trocar was placed so that a stapler could be used. The trocar was placed between the ribs. While maneuvering the stapler, [], the assist, felt something was odd. [The assist] pulled out the stapler to find the top half of the trocar had snapped off. The bottom half, along with a small shard of the trocar plastic had to be removed from the thoracic region. This event happened around 1:30 pm. All pieces were retrieved and kept by staff. Patient status: no patient injury or illness occur associated with the complaint event.